Manufacturer narrative:
(B)(4). The following was observed during visual inspection of the returned esheath: dent in sheath shaft approximately 1¿ from the distal tip. Sheath liner was folded into itself with the inflation balloon and distal tip stuck inside the shaft. Liner appears to have expanded as designed. A sample delivery system was used to push the stuck balloon out of the sheath. The following was then observed: minor distal tip damage. The c-marker band was partially attached to liner. Circumferential delamination approximately 5.5¿ in length from the distal tip. Inflation balloon material folded over nose tip. Minor scratches near distal tip. No liner tear was observed. Due to the condition of the returned device (liner fully expanded, liner delaminated at tip), no relevant functional and dimensional testing were able to be performed. A device history record (DHR) review did not reveal any issues that could have contributed to the reported event. A lot history review was performed and revealed no other similar complaints. The instructions for use (IFU) and training manuals were reviewed for instructions involving the commander delivery system and esheath and no deficiencies were identified. A sheath distal tip - liner delamination was confirmed based on the returned condition of the sheath, but no potential manufacturing non-conformances were identified. A review of the relevant device history record (DHR), lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing processes supports that the esheath and delivery system have proper inspections in place to detect issues related to the complaint event. Per report, there was difficulty when removing the delivery system. During visual inspection, it was observed that the delivery system balloon became stuck in the esheath and balloon material was folded over the nose tip. These observations are indicative of excessive force being used during withdrawal of the delivery system through the sheath. Furthermore, it was reported that ¿the perceived cause of the event was the balloon material catching on the tip of the sheath.¿ the minor distal tip damage noted during visual inspection suggests that the delivery system may have become stuck during removal through the esheath. The force applied in an attempt to remove the system likely caused the liner delamination. However, a definitive root cause was unable to be determined. No IFU or training manual deficiencies were identified. A review of the complaint history revealed that the occurrence rate did not exceed the october 2017 control limit for this trend category. As such, no corrective or preventative action is required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no.2015691-2017-04149.

Event description:
Per the field clinical specialist (fcs) report, the patient underwent tf tavr with a 26mm sapien 3 valve. Post deployment, there were difficulties during removal. When retrieving the delivery system into the sheath, the esheath ¿appeared to deform¿ and ¿the balloon hypo tube was separated from the balloon¿. The balloon was not completely severed from the catheter, but it was pulled apart in such a way that inner pieces were showing. The devices were removed from the patient as a unit. No harm was done to the patient. Once the devices were outside of the patient it was observed that the esheath ¿tip and seam were torn¿. The perceived cause of the event was the balloon material catching on the tip of the sheath. It is unknown if there was remaining contrast solution at that time. Upon preliminary engineering evaluation, a circumferential liner delamination was found on the returned esheath and there was no ¿tip and seam torn¿.